Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The reported suture break was not confirmed as the suture was not returned. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. There is no product quality issue identified with this device based on the information reviewed at this time.

Event description:
Subsequent to the initial medwatch report, additional reported information indicates that a suture break occurred with the proglide device when retracting the plunger. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of the left common femoral artery was attempted using a proglide device via a 6f sheath after a diagnostic procedure. Reportedly, it was difficult to "assemble the suture". A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.